Event description:
Per information provided: on (B)(6) 2000 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of bard pre-shaped mesh with keyhole (device 1 and 2). Per op notes, ¿a direct hernia sac was noted on right inguinal region and dissected away. A bard pre-shaped mesh with keyhole (device 1) was placed on right side and stapled. A large direct hernia sac was noted on left inguinal region and dissected away. A bard mesh pre-shaped with keyhole (device 2) was placed on left side and stapled.¿ on (B)(6) 2020 - patient was diagnosed with incarcerated recurrent right inguinal hernia with pain thereby underwent open repair with partial excision of bard pre-shaped mesh with keyhole (device 1) and implant of bard flat mesh (device 3). Per op notes, ¿multiple adhesions from prior repair were taken down. Scar tissues were excised. Pieces of prior mesh (device 1) with staples were noted and excised. The indirect hernia sac was noted and excised. A bard flat mesh (device 3) was placed and sutured medially to the pubic tubercle.¿ on (B)(6) 2020 - patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per op notes, ¿a large direct hernia sac was noted and reduced. A synthetic mesh was placed and sutured.¿ (note: the prior meshes (device 3) are not visualized during this procedure).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol flat mesh (device 3). Additional supplemental emdrs were submitted to represent the bard/davol pre-shaped mesh with keyhole (device 1 and 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.